Event description:
Information was received that during testing of this smiths medical cadd cassette reservoirs, the customer reported that the pump exhibited double beep tone when cassette attached. Subsequently mixed a different cassette from same lot and able to restart infusion. No reported adverse effects.